Manufacturer narrative:
D4 - UDI is unknown as no product information was provided. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on unspecified dates between mar 28-31, 2025 and involved an extension set 0.2 micron filter, prepierced y-site, secure lock with unknown list and lot. The reporter stated that there is an increasing issue with air in the filtered secondary tubing when extension set is attached due to filter malfunction. The status of the product at the time of event was after priming/before drug delivery. Harm was not reported as a consequence of this event.